Manufacturer narrative:
The tech found the pt controls stuck on the side rail. The tech replaced the bed function switch assembly to resolve the issue.

Event description:
The account alleged the head and knee sections are running on their own. No pt impact.